Event description:
Following a double CABG procedure, the patient experienced st changes on the lateral wall and the graft anastomosed with the connector was noted to be completely thrombosed without flow. The graft was opened 7-8 mm distal to the proximal anastomosis and clot was also adhering to the connector. The graft was severed just above the connector and a thrombectomy was performed in order to reuse the graft to redo the anastomosis with suture. The connector was not removed. Postop, the patient was unstable and re-exploration showed the graft was occluded again. The patient expired the next day. The surgeon did not attribute the event to the connector, rather he felt a hypercoagulable state and small target vessels with low flow were the cause. It was also noted the pa, who was not trained to use the device, was having problems loading the system but did not accept assistance from the sjm clinical specialist who was present during the procedure.